Event description:
During the atrial fibrillation procedure, a blood leak was noted from the hemostasis valve. When the sheath was inserted into the right atrium, a blood leakage was confirmed from the hemostasis valve before the catheter and the brk needle were inserted. The introducer was replaced and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
One 8.5f agilis steerable introducer sheath was received for evaluation. The sheath passed pressure and aspiration leak testing with no anomalies observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported leak remains unknown.